Event description:
Md stated that the greenlight laser fiber "exploded" inside the patient. Md retrieved fiber pieces and irrigated patient's urethra/bladder with saline. No injury noted. Fiber pieces were given to laser rep.